Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure using the pre-close technique prior to an unspecified procedure. Reportedly, post deployment, the wire "[suture]" of a prostyle device became tangled while removing the wire from the device. The suture of four new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects. No additional information was provided.